Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the right sided rupture reported initially the patient also experienced baker grade IV capsular contracture and left sided rupture. This report relates to the right prosthesis. See 1645337-2021-09670 for contralateral prosthesis report. Bilateral replacement with mentor gel was performed with explant. The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6), 2021. Device evaluation summary: he product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 700cc breast implant had an area of siltex cracking on the posterior view. The siltex cracking area has a tear measuring approximately 2 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 700cc mentor memorygel breast implant experienced spontaneous right sided rupture accompanied by a deformed nipple post procedure. The rupture was diagnosed through a physical examination and ultrasound. As a result, an explant is planned for (B)(6) 2021.